Manufacturer narrative:
(B)(4). Sample availability is unknown, therefore, no evaluation could be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed and the assignable root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 2 on the homechoice machine(hc). The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement; however, there was no injury or medical intervention reported.